Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a new ilet user experienced persistent hyperglycemia after a cartridge change and dinner, believed the pump had been delivering insulin for several hours, and expressed concern about the insulin amount; the user had not been consistently announcing meals and did not have the mobile app synced, and customer care provided education on how to pause insulin. Symptoms included elevated blood glucose with stress and concern. Outcomes included no reported hospitalization or medical intervention beyond user education. Investigation included customer care troubleshooting and education related to meal announcements, insulin pause functionality, and basic use. Investigation of this case revealed user technique and use pattern concerns, including missed or inconsistent meal announcements, as the likely contributors to the reported hyperglycemia and perceived over delivery, with no device component malfunction reported. It was concluded, based on previously established findings for similar reports, that the cause was user technique and use error.